Event description:
It was reported that before a laparoscopic gastric bypass procedure, product was taken out and ancillary trocar passed to the surgeon. It was noted that the spike was not sharp and therefore would not be passed through tissue. The product was discarded and another device was used. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.